Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display was dim and discolored.

Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was a crack in the battery compartment casing. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.